Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-07919 and 2134265-2016-08165. It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. An amplatz super stiff guidewire and watchman&#59393;access system were in the patient. During the catheter manipulation in the left atrium, a perforation occurred in the anterior wall of the left atrium and a pericardial effusion was detected by a transesophageal echocardiogram (tee). The physician decided the patient was stable enough to continue the procedure, so he advanced a 27mm watchman&#59404;laa closure device and delivery system, deployed and released it. After it was released, cardiac tamponade was noticed. They performed a pericardiocentesis where they drained 500ml of blood from the pericardial space. The pericardial effusion did not stop, so the patient was sent to surgery to treat the effusion. The closure device remained in the patient and the surgery was completed successfully. The patient was stable and is recovering well.